Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the brake caster support with the tube welded onto it, broke free from the main base frame. No reported injury.